Manufacturer narrative:
According to the field, the rv lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition. Abnormal high pacing impedance measurements were also observed which led the physician to believe the rv lead was damaged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.